Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the battery life of this implantable pacemaker rapidly decreases. The patient was referred to the physician to discuss further. There was no additional information received on this event. To date, the device remains in service. No adverse patient effects were reported.